Event description:
Customer reported blood glucose results of 64 mg/dl on aviva system 1 and 109 mg/dl within 10 minutes on aviva system 2. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for aviva system 1. Please see medwatch with a1 patient for report on aviva system 2.